Manufacturer narrative:
The companion 2 driver and hospital cart passed all incoming tests. Both the cart and driver were evaluated together where the driver was docked into the cart ten times. After each docking, the drivelines were manipulated and no issues were observed on the cart display. The customer-reported experience of the pink hospital cart screen when the driveline on the companion 2 driver was manipulated was only able to be reproduced when the companion 2 driver was improperly installed into the hospital cart and missed the docking guide. This prevented proper electrical connection for docking the driver into the cart and caused the cart screen to change to a pink color when manipulated. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4708 follow-up report 1 (1 of 2).

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4); (1 of 2).

Event description:
The reported issue is reported under two separate medical device reports: (1) companion 2 driver s/n (B)(4) (MFR report #3003761017-2019-00058) and (2) companion hospital cart s/n (B)(4) (MFR report # 3003761017-2019-00059). The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia authorized distributor, reported that the hospital cart screen became pink when the companion 2 driver driveline was manipulated.